Manufacturer narrative:
(B)(4). Batch # r93c6m. Expiration date is 4/30/2023. Device manufacture date is 5/31/2018. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. When the device was connected to a gen11, the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # r93m4n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a transoral thyroidectomy (endoscopy), the shears' teflon detached at the beginning of the procedure. Another similar product was used to continue the procedure. No patient consequence reported.